Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss and suture tangle appear to be related to interaction with the patient anatomy. Based on the information reviewed, there is no indication a product quality issue. Additionally, unused, sterile devices were returned for evaluation. The devices were successfully deployed with no issues observed indicating the devices functioned as expected.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f and 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, there was no suture with plunger removal for all four devices. When the devices were removed from the vessel, it was noticed the sutures were knotted/tangled up around the footplate area. The devices were removed without issue. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.